Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states, the seat frame has broken on the right side when sitting in the chair. The dealer states, the break is right by the seat-to-floor height adjustment bracket, but not at the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the tubing was broken on the seat frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the right seat rail tubing was broken above the weld for the seat slope pivot link and through the rear seat upholstery stud location.

Event description:
The dealer states the seat frame has broken on the right side when sitting in the chair. The dealer states the break is right by the seat-to-floor height adjustment bracket, but not at the weld.